Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent draining of a seroma/hematoma on (B)(6) 2016 during which the surgeon noted he incised and drained a seroma cavity filled with serosanguineous fluid at the previous hernia repair site. It was reported that the patient underwent surgery due to a small bowel obstruction on (B)(6) 2018 during which the surgeon noted multiple small bowel adhesions to the previously placed mesh causing a bowel obstruction. The surgeon carefully and slowly dissected the small bowel off of the mesh. He then decompressed the small bowel and closed the enterotomy. It was reported that the patient underwent surgery to remove an abdominal wall mass on (B)(6) 2019 during which the surgeon noted upon visualizing and removing the solid mass of scar tissue, the surgeon noted gelatinous pink material in the middle of the solid mass. It was reported that the patient experienced severe pain, discomfort and inflammation. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.